Event description:
The customer reported that the system intermittently would not boot up. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedure delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system software was reloaded. The system was tested and found to be working as intended and put back into service.